Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts with different charging cables and wall adapters did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, instructed the customer to deplete the battery before returning the pump, and advised on transferring settings and connecting their cgm to the replacement pump. The customer will use multiple daily injections (mdi) as a backup.